Event description:
The customer reported that the system intermittently does not fluoro, and they could not clearly see the image on the monitor.

Manufacturer narrative:
(B)(4). No action was taken. The system was operating as intended.